Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Investigation also revealed that the display was dim, fading and discolored. In addition, all of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was contamination found under the all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a dim, fading, discolored display. Investigation also revealed that all of the keypad buttons were intermittently unresponsive and there was contamination under the all key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.